Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that an integrated circuit, designator u10, caused the assembly to think the battery was too hot and prevented the charging of the battery. The battery would function until it was depleted, then the device would exhibit no dc operation. The cause of the reported failure was found to be an integrated circuit, designator u10 from the power supply assembly.

Event description:
It was reported that the device was displaying the service light and had a fault code logged in memory indicating a potentially critical failure. There was no report of patient use associated with the reported failure.